Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. It was reported the patient was going to have an MRI to check for an intracranial abscess in the brain due to an infection after the deep brain stimulator (dbs) implant. It was further reported diagnostics performed related to the infection were CT scan of the brain, an MRI scan and blood cultures. The patient had surgery on (B)(6) 2015 for exploration of the wound, culture and washout. There was an infectious disease consult and the patient was on IV antibiotics for 2 weeks and oral antibiotics (levofloxacin and doxycycline). The cause of the infection was enterobacter. An MRI was performed on (B)(6) 2016 and showed no signs of a brain abscess.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.